Event description:
Information was received based on review of a journal article which compared metal-on-metal (mom) and metal-on-improved polyethylene bearings (moip) total hip arthroplasty procedures. A retrospective review of 1589 mom total hip arthroplasties and 779 moip total hip arthroplasties reported the following events and/or revision procedures occurred: metal-on-metal (mom) group: ten revisions due to infection. Fifty-four aseptic revisions (32 of which were for aseptic loosening). Seventeen revisions due to metal complications. One revision due to dislocation. Four revisions of well-fixed cups in the mom group in conjunction with stem revisions for stem failure, excessive wear/debris, and/or malpositioning of the cup. Metal-on-improved polyethylene bearings (moip) group: six revisions due to infection eleven aceptic revisions (3 of which were for aseptic loosening). Four revisions due to dislocation. Two revisions due to wear. Two revisions due to periprosthetic acetabular fracture. One revision due to stem migration.

Manufacturer narrative:
The information being reported was found in a journal article titled "metal-on-metal vs metal-on-improved polyethylene bearings in total hip arthroplasty". The journal of arthroplasty vol. 26 no. 6 suppl. 1 2011 current information is insufficient to permit a conclusion as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article, therefore, the following sections could not be completed: dates of events - unknown. Expiration dates - unknown. Dates implanted - unknown. Dates explanted - unknown. The article was written by av lombardi jr., kr berend, ryan g. Molli, michael a. Sneller and jb adams. Manufacture dates - unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.